Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert the guide wire was not confirmed. The reported difficulty to flush was confirmed as loctite was observed in the polyamide tubing. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was at least advanced over the guide wire after there was difficulty flushing the device prior to use. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to insert the guide wire. The reported difficulty to flush was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier: failure to follow steps/ instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the prostyle device was being prepped prior to use; however, no saline was seen exiting the marker lumen when the device was flushed. Additionally, the guide wire would not go through the device. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures along with a non-abbott device as per usual procedure for the account. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.